Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient had multiple "code blue" resuscitation events and during one of the events the device shut off. At the time phenylephrine 80mg/250cc at a rate of 2.4 mcg/kg/min, vasopressin, and epinephrine were infusing. Vasopressin and epinephrine drips were added during the resuscitation at unspecified rates and concentrations. All infusions were reported to be at "max doses." After the device shut off, the medications were quickly switched to another device. The patient subsequently expired and the facility is not sure if this was related to the pump shut down as the patient was already being resuscitated at the time.

Manufacturer narrative:
The customer¿s report of the device shutting off was confirmed in the pcu event log; however the failure was not replicated during functional testing. The pcu event log review which begins at 7:31 am on (B)(6) 2016 shows four pump modules were attached to pcu at the time of the channel disconnect, however only two devices were actively infusing. Pump module s/n (B)(4) was infusing a secondary of piperacillin/tazo extended infusion 3.37gram in 100ml at 25ml/hr. The primary infusion was programmed for maintenance ivf at 5ml/hr. Pump module s/n (B)(4) was infusing a primary of phenylephrine standard dose 40mg in 250ml at 91.575ml/hr. A channel disconnect occurred at 7:38 am and the modules were removed from the system. The pump module event logs show the disconnects were due to a loss of communication. The pcu was received in overall fair condition with the instrument seal not intact. The only anomalies noted were that both iui connectors were dull. Pump module s/n (B)(4) was received in overall fair condition with the instrument seal not intact. The only anomalies noted were a crack at the lower door hinge and both iui connectors were dull and had signs of corrosion. Pump module s/n (B)(4) was received in overall fair condition with the instrument seal not intact. The only anomalies noted were a crack at the lower door hinge and both iui connectors were dull and had signs of corrosion. The iui¿s were removed from the devices and inspected; all 6 were dull. The male iui¿s of both pump modules also showed signs of green corrosion. The female iui of pump module s/n (B)(4) had some of its pins bent inwards despite extensive functional testing and manipulation of the devices in attempts to replicate an error, no communication errors or channel disconnects could be reproduced, therefore it could not be determined which of the devices was the source. However, assuming that there were two devices on each side of the pcu, only the pcu or pump module s/n (B)(4) would have been the cause of the communication loss. The root cause of the device shutting off was not identified.